Event description:
The pt reported that on (B)(6) 2012 at 8:02 am, she activated the device; her blood glucose measured 135 mg/dl at that time. At 11:36 am, her bg was 202 mg/dl, but she didn't correct because she wasn't going to eat. By 12:36 pm, it had risen to 295 mg/dl so she took a 2 unit bolus dose of insulin. She used a sliding scale rather than the device's suggested bolus calculator to determine bolus dosages. At 2:29 pm, she took an add'l 3 unit bolus. She doesn't have a bg reading recorded at that time as she also wears a continuous glucose monitor. Between 4:00 and 5:00 pm her cgm was giving her readings of "high." She stated she continued to bolus using the sliding scale (no add'l specific bolus doses or times reported). At 10:00 pm, the pt went to the ER where they tested her bg with the result of 495 mg/dl. They started an insulin drip. On (B)(6) 2012 at 12:08 am, the device was deactivated and discarded. She was released at 2:00 am with bg of 180 mg/dl. Her bg remained in normal range for the rest of the early morning and she activated her next pod at 8:02 am.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of four hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."